Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the inform meter was smoking while docked. Also, four of the connector pins are burnt. No adverse event reported. Requested return of suspect device and replacement was sent.